Event description:
A cartridge alarm was reported during the load process, preventing successful insulin therapy with a new cartridge. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the caller in loading a new cartridge, but the alarm recurred, so a replacement pump was arranged. Instructions on storage and return of the problematic pump were provided, and the customer will use multiple daily injections as backup therapy until the new pump is received.